Manufacturer narrative:
Continued: section e. Initial reporter; occupation: unknown. Investigation evaluation: a physical black and white photocopy of the picture that was previously received in the complaint was returned in the original outer box from the lot number provided in the report. The label matches the product returned. No components of the kit were returned for evaluation. A product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. The complaint was confirmed by the photo received. In the photo, several deployed, constricted bands could be seen. The number of bands cannot be determined from the picture. Without the return of the device, no further evaluation can be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the original product box and photo were the only items returned by the customer. We could not conduct a complete investigation because the actual product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that his device was used with an olympus endoscope. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Occupation: unknown. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The complaint was confirmed by the photo received. In the photo, several deployed, constricted bands could be seen. The number of bands cannot be determined from the picture. Without the return of the device, no further evaluation can be performed. The nonconformances documented for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the nonconformances documented for the lot number said to be involved was performed and confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used the 6 shooter saeed multi-band ligator. The user advanced the device to the desired position and the bands fell off from the barrel [premature band deployment]. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.